Event description:
Same case as MFR report #3005099803-2008-01200 and 30005099803-2008-01201. It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, guide wire damage occurred. Upon preparation of the 0.035 jagwire guide wire, it was noted the guide wire was "sharpened than usual" and appeared to be "cut obliquely". The tip of the guide wire became "more angulated than normal" upon insertion into an unspecified cannula. It was also noted that the "texture was weakened". Measurements of the device were taken and it was noted that the hydrophilic tip of the guide wire measured approximately 5.5cm which was considered to be "longer than normal". Two additional jagwire guide wires were opened and found to contain the same problem. There was no patient contact with any of the guide wires. Another manufacturer's device was used to successfully complete the procedure.